Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature and a signal artifact monitor (sam) episode, which, disabled the minute ventilation (mv) sensor. Additionally, the lead exhibited loss of capture (loc) and oversensing of noise resulting in storage of multiple ventricular tachycardia (vt) episodes. A lead fracture was suspected. Technical services (ts) recommended further in clinic review with a programmer. The patient was minimally paced in the rv, so the physician elected to adjust rv sensitivity and continue monitoring. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.